Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. Date of explant is estimated. An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. The infection has since been resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported the patient had an infection at the ipg site. In turn, the patient underwent surgical intervention wherein the entire system was explanted. Reportedly, the infection resolved.